Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer representative (rep). It was reported that the plastic casing of the lead came slightly undone and exposed the wire of the lead below the electrodes. The lead was tested and it still worked. It was noted that the wire was covered up when the percutaneous extension was placed. The hcp tested each electrode and the patient was still getting a motor response. The patient was being tested during an advanced evaluation and felt the appropriate stimulation vaginally. It was indicated that it was unknown if there were any environmental, external, or patient factors that may have led to the issue. The rep noted that they proceeded with the trial and indicated that the patient was stage 1. The rep reported that stage 1 was going well at the time of report and asked if the lead should be revised if the patient goes to full implant. The rep was reviewed that it would be a medical decision. It was advised that even if the compromised part is inside the header block it may be best to revise the lead as the lead would be more susceptible to issues in the future if it's already compromised. No further complications were reported or were expected.